Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. Her blood glucose level was 425 mg/dl. At night, when they tried to deliver a bolus, the insulin pump alarmed no delivery again. Her blood glucose level was high again and she reverted to manual injections. The alarm was resolved with a complete set change. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.